Event description:
During an in clinic follow-up, an error message was displayed while attempting to print off episodes from the device. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the error message was resolved upon re-interrogation and the episodes were successfully printed.